Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient underwent a heart transplant on (B)(6) 2018. A cause for the patient¿s transplant was not reported, but no device issues were reported at the time of the patient¿s outcome. The pump, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient underwent heart transplant on (B)(6) 2018.